Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a peripheral stenting procedure that the stent moved on the balloon. The physician encountered difficulties while attempting to advance the 7.0x20x135cm express biliary ld premounted stent system through a 6fr introducer sheath. The physician noted that the express biliary ld stent 'started to come off'. The physician removed the express ld and introducer sheath and inserted an 8fr introducer sheath. The physician successfully completed the procedure with a different device. No patient complications were listed and the patient's status was reported as 'ok'.